Event description:
Device malfunction: sheath entanglement. Time of malfunction: vessel closure. Time of symptoms/ae: during vessel closure procedure. Symptoms/ae: surgical removal. It was reported that a pt had a successful starclose procedure performed on an unspecified date. The pt later underwent a diagnostic heart catheterization. Post procedure, the physician met resistance when attempting to remove the sheath. Manual force was used. The shaft of the sheath separated from the hub, remaining in the anatomy. The pt was taken to surgery and it was found that the arteriotomy access had gone through the previously deployed starclose clip. The sheath and clip were successfully removed. The pt was reported to be doing fine. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.